Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that it was necessary to remove the dental implant during its installation surgery due to a screw deformation, which would impossibilities the successfully patient rehabilitation. The implant was not replaced at the same surgical act.